Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation. It was further noted that the left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5076 lead implanted: (B)(6) 2014; 6935 lead implanted: (B)(6) 2014. (B)(4).